Manufacturer narrative:
Additional information was received that the patient was having inadequate stimulation and the patients left lead showed high impedances. The patient underwent a revision procedure wherein the ipg and leads were replaced per physician preference. It was noted that the ipg was replaced to accommodate the newly implanted additional leads. No device malfunction was suspected. The patient was doing well post operatively. Additional suspect medical device component involved in the event: model #: sc-8120-70 serial #: (B)(4) description: artisan surgical lead, 70cm the explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient will undergo a revision procedure wherein the ipg will be replaced and additional leads will be added for an unknown reason.

Event description:
A report was received that the patient will undergo a revision procedure wherein the ipg will be replaced and additional leads will be added for an unknown reason.